Event description:
Additional information received reported that the patient tried the implant two weeks off, then two weeks on.

Event description:
It was reported that the patient had a lack of effect following a fall. The patient had falls in 2013, 2014, and (B)(6) 2015. The lack of efficacy gradually got worse with each fall. During the last fall the patient hit their head and buttock. The cause of the falls was not known but the working diagnosis was that the patient had orthostatic blood pressure issues that cause fluctuations in blood pressure and would cause the patient to fall. The patient also had issues with dehydration. After the last fall they put the patient in the hospital to be monitored because any more falling could be dangerous to the patient. The patient¿s doctor did not think the device was working correctly due to the falls and recommended that the patient turn the device off. They were contemplating removing the device. The stimulation was turned off during the report. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was reported patient still had concerns regarding their device or therapy but was working with their doctor. The patient's appointment to be scheduled within a month.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va05sc4, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).